Event description:
The customer reported to olympus during preparation for a lap hernia procedure, co2 was leaking from the inside of the high flow insufflation unit. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no gas flow due to defective "srepair" unit; leakage was found from 1st regular unit and from the k connector. Additionally, a cable was corroded, a tube had a cut, there were scratches and corrosion on the top cover, chassis, and rear cover. The paint was peeling off from the top cover, dents on the front panel. Furthermore, there was corrosion on the electropneumatic valve and minor corrosion on the noise filter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific cause of the failed s repair unit, the primary depressurizer, connector unit, and the air tube could not be determined at this time. Olympus will continue to monitor field performance for this device.